Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an appointment on (B)(6) to have their adaptive stimulation programmed. Since then they were getting "zapped" all the time. The patient was offered help in turning their adaptive stimulation off but the patient declined. The patient was upset and in a lot of pain and didn't believe that their device was set up correctly. They were suffering from pain in their buttocks down to their legs. No further complications reported.